Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a right atrial lead revision due to the physician alleged the lead had potentially pulled back and lost slack. Prior to revision, it was noted capture could not be obtained at high outputs. The lead impedance and sensing were within normal limits, and no apparent damage to the external portions of the lead was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.